Event description:
A company representative reported that three reflex hybrid quick turn insertion drivers deformed at the tip during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the third of three devices.

Manufacturer narrative:
The device was discarded by the user and so evaluation could not be performed. Device history records and complaint history could not be reviewed as the lot was not provided. Complaint history was performed on the device catalogue number and no similar events were identified. The device had been used over one hundred times over the past three or more years. Bone quality of patient was reported to be hard. As reported by the field representative, the surgeon appeared to use complex maneuvers on the device during the procedure. Although a definitive root cause cannot be established with the information provided by the reporting physician, it is possible that extensive use, the age of the device, and the patient's hard bone could have contributed to the event.

Manufacturer narrative:
Device discarded by hospital.

Event description:
A company representative reported that three reflex hybrid quick turn insertion drivers deformed at the tip during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the third of three devices.